Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.an event history log (ehl) review was not performed due to the reported problem(s) '250 ml bag hung and pump was cleared at 08:32 with 2 rns and documented on csar and emr. There was 0 vtbi. At 13:08, pump was being cleared by 2 rns and found that 345 ml had been delivered by baxter pump. Ativan bag contains 240 ml and pharmacist confirmed bag could not be filled to 345 ml. Medication can be seen in tubing.' Being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. The reported problem '250 ml bag hung and pump was cleared at 08:32 with 2 rns and documented on csar and emr. There was 0 vtbi. At 13:08, pump was being cleared by 2 rns and found that 345 ml had been delivered by baxter pump. Ativan bag contains 240 ml and pharmacist confirmed bag could not be filled to 345 ml. Medication can be seen in tubing.' Was not confirmed/reproduced during evaluation through visual inspection or by troubleshooting the device. Evaluation observed no issues upon performing flow accuracy tests at 20ml/hr and 60ml/hr for 60 minutes each, with a volumetric output deviating from the original by -3.335 and -0.17167 percent, respectively; both deviations fall within the plus or minus five percent margin. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered an amount that was not programmed. A 250 ml bag was hung and pump was cleared at 08:32 with 2 registered nurse (rn) and documented. There was 0 vtbi (volume to be infuse). At 13:08, pump was being cleared by 2 rns and found that 345 ml had been delivered by baxter pump. Ativan bag contains 240 ml and pharmacist confirmed bag could not be filled to 345 ml. Medication can be seen in tubing. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.